Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 3.00 x 20 mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent identified damage. The stent struts in rows 1-2 at the proximal end of the stent were lifted and pulled in a distal direction. This damage is consistent with the stent being caught in a calcified lesion while being withdrawn from the patient. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage to the distal edge of the tip. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues.

Event description:
Reportable based on device analysis completed on 29-may-2019. It was reported that crossing difficulties were encountered. The stenosed target lesion was located in the moderately calcified in left anterior descending (lad) artery. A 3.00 x 20 synergy ous mr drug-eluting stent was selected for use. During percutaneous coronary intervention, it was noted that the synergy ous mr drug-eluting stent could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage.